Event description:
It was reported to xlumena inc, a (B)(4), that an axios stent and delivery system was implanted between the duodenum and gallbladder on an unknown date. The physician reported that the indication for the procedure was an obstructed gallbladder secondary to cancer. The patient has moderate ascites. According to the complainant that axios stent was in good position when the stent was deployed. However within a few minutes of deployment, the physician noted that the stent had moved out of position, away from the duodenal wall. The guidewire was still located through the gallbladder and the physician was able to place a 10mm biliary self expanding metal stent from the gallbladder to the antrum inside the axios stent. The patient was monitored for a day and released. There was no adverse outcome to the patient.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. (B)(4). The reported event of stent moved out of position during the procedure. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.